Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A patient of undisclosed gender and age underwent a bronchoscopy with ebus procedure in which the echotip procore endobronchial hd biopsy needle, g34281, was used. Bronchoscopy with ebus performed. Aspiration of lymph nodes was difficult and needle not functioning as expected. Needle was changed 3 times. First needle perforated the sheath and damaged the scope (no patient harm). The second two needles--cook needles--fractured during the procedure though this was only noted post procedure. There is concern foreign body has been retained in the patient (patient harm). Patient had to have urgent CT and admission (harm). Results and follow up pending. Patient had to have urgent CT and admission (harm). Results and follow up pending. 1. Was the first needle that perforated the scope a cook needle? Could you please confirm the lot number of all 3 needles? ¿first needle perforated the sheath and damaged the scope (no patient harm). The second two needles--cook needles--fractured during the procedure though this was only noted post procedure. ¿

Manufacturer narrative:
Device evaluation: 2 units of lot of echo-hd-22-ebus-o-c were returned opened not in their original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(6). The devices related to this occurrence underwent a laboratory evaluation on 16 february 2026. Observations from the lab evaluation were as follows; first device evaluated: distal end of needle examined and observed to be broken approx. 4cm below tip of the sheath. Second device evaluated: distal end of needle examined and observed to be broken approx. 3.9cm below tip of the sheath. The reported failure was observed. Through the investigation it was clarified that (B)(6) and (B)(6) were duplicate complaints. As a result, it was confirmed that (B)(6) could be cancelled. Through the investigation it was also clarified that the first needle which perforated the sheath and damaged the scope was not a cook needle. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of historical data confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As reported by the customer there were five punctures on the first cook needle and 2 punctures on the second cook needle before difficulties were encountered. A possible root cause could be attributed to damage to the patient end of the needles during insertion/advancement down the scope after one of the punctures resulting in the distal end of the needles getting damaged or kinked and breaking during the procedure. Needle kinks can cause stress concentration leading to breakage. Although it has been advised that the target site was not difficult, it is possible the actual lesion was hard potentially leading to the distal end of the needles to break after a number of punctures were performed. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 01-apr-2025. The following information has been received via email on 24jan2026. What was the date of the occurrence for both the cases: - two needles fractured in the same procedure on (B)(6). Are the devices available for return? - devices are already with cook. Please confirm if the needle bent and broke inside the patient in both the occurrences? - at least one needle was confirmed to be retained in the patient airway. The second needle may be intranodal, but this cannot be confirmed by CT or direct visualisation. It is also possible that this second fragment is outside the patient but it has not been located. Has the complainant reported any adverse effects on the patient due to this occurrence? - yes. The patient required an admission, a second procedure for foreign body removal, the patient may require restaging due to insufficient sample and could develop infection secondary to retained foreign body. They have been placed on antibiotics to try and prevent this outcome. The complete impact of this event is still unknown, however there has been at minimum temporary harm to the patient what was the target location? - based on location of the retained needle, it broke while sampling station 7 from the left. I suspect the second needle broke while sampling station 4r, as that was the only station sampled with the second needle. What is the scope manufacturer and model number that was used? - olympus bf-190. Was gaining access to the target site difficult? - not initially. Each first/second pass was smooth. Significant difficulty was then encountered but I suspect this was after the device issue and was unrecognized. Was puncture of the targeted site difficult? - not prior to device malfunction. Was force required on insertion of device into scope? - no. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea? - no. If this was encountered, the scope was repositioned and a new site was entered. Was resistance felt while inserting the device through the scope? - no. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? - unfortunately, the issue was only noted post procedure when examining the needles. We have experienced dullness with cook needles. When I no longer could easily access the nodal stations, despite confirming sheath placement and needle advancement, I assumed my needle had become dull and requested a new needle by opened. When similar difficulties were encountered, I unfortunately had to abort the procedure without sufficient sampling. Was the endoscope in a flexed or twisted position at any time during the procedure? - of course. To perform ebus properly, the scope must be flexed during the procedure. It would be impossible to perform a procedure without flexing the scope based on the anatomy of the airway. The scope was absolutely not flexed during needle insertion. The sheath position was also confirmed and ensure it deployed from the channel. Was the device used in a tortuous position? - no. The ebus was used in proper positioning, as above. The scope would require flexing for the procedure but this was not done during device insertion. The scope was never tortuous or used with "kinks". Are images of the device or procedure available? - yes. Was the stylet partially removed when advancing the needle into the target site? - no. Was difficulty experienced while retracting the needle? - no. Was it possible to be fully retract before removing the needle from the patient? - yes. How many samples were obtained (passes completed) with this needle? - with the first cook needle, I believe I performed 5 punctures before difficulties were encountered. With the second cook needle, I only performed 2 punctures before a similar difficulty was encountered and I aborted. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? - no. On occasion contact with airway wall is lost on needle insertion and the scope is gently advanced to regain contact. This is standard practice to ensure visualization and safety of the procedure. This is not done with excessive force. If gentle advancement does not result in visualization, then the needle is slightly retracted until contact with us is made. Again, this is a very standard practice and given our difficulties with these needles, this maneuver was done with less pressure then typical throughout the procedure. I have specifically discuss with our team that pressure or pushing on the scope to advance the needle is not to be done with these needles. If not with the device in question, how was the procedure performed and/or finished? - the procedure had to be aborted. As I had trialed two cook needles and sedation time was too prolonged. Based on sample adequacy, a second ebus may be required for the patient to complete staging. Did the patient require any additional procedures as a result of this event? - yes, the patient required a second bronchoscopy to retrieve the broken fragment/retained foreign body. The patient may require a second ebus for staging, but this is yet to be determined. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? - the second bronch was the following day for several reasons. We identified the issue following the first procedure, we were uncertain as to where the needle fragments were lost so imaging had to be obtained, the incident had to be disclosed to the patient and informed consent for another unexpected procedure had to be obtained when appropriately recovered from sedation. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? - broken needle tip was at the level of the side port/bevel on both devices, patient end.